Event description:
Analysis of the returned device found that the stent (subject device) was partially deployed during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was returned partially deployed. The stent stabilizer was seen to be kinked. There was a lot of dried blood noted within the delivery catheter. No damage noted to the stent. Functional inspection was unable to perform. An attempt to flush the device was unsuccessful due to the procedural fluids within the delivery system. The stent was removed manually for inspection. The stent stabilizer could not be advanced within the delivery catheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. There was no information available to indicate the reported failure, however the investigation was based on the findings of the analysis of the returned device. The device was found to have a partially deployed stent with the stent stabilizer kinked and there was friction experienced between the stabilizer and delivery catheter during analysis. It is likely that there may have been anatomical and/or procedural factors present during the clinical procedure which caused the damage to the delivery system and subsequent partial stent deployment. There was also dried blood/procedural fluids noted within the delivery system, which may have caused or contributed to the events, blood within the delivery system may be an indication of insufficient flush, however this cannot be definitively determined. An assignable cause of ¿procedural factors¿ will be assigned to the as reported ¿device problem unknown/unclear¿ and as analyzed ¿stent partial deployment¿, ¿stent stabilizer kinked/bent¿ and ¿stent stabilizer/catheter friction¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.